Event description:
The customer developed a severe localized urticarial rash, with some blisters up to 15 cm away from the dressing, two hours after administration of an 8.3 x 6 cm dressing. There were some systemic effects of flushing and watering of the eyes, 48 hours later and it was still itchy.

Manufacturer narrative:
(B)(4).